Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self-test. A21 error test and displacement test. Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform prime/a33 test, excessive no delivery test, occlusion test or verify a33alarms due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33/prime rewind. Customer's blood glucose was 367 mg/dl. The customer stated they are unable to exit the preparing to prime loop. The customer stated the rewind message occurred after an alarm/alert. The customer stated the drive support cap appears normal. The customer doesn't recall pushing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible caused of the a33 alarm was during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.